Event description:
It was reported to philips that the system did not turn on the device was outside of clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and examined the system remotely and confirmed that the system did not turn on. During troubleshooting, the rse confirmed that the f1 fuse triggered in the m cabinet. The rse instructed to switch the fuse. After switching on the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.